Event description:
It was reported that, during a labrum repair surgery, when the dr. Was using the "accupass, 45°, right" to pass the suture for the repair, the monofilament would not winded completely through making it unable to be used. The procedure was successfully completed using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported 45 degree right accu-pass suture shuttle, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the monofilament would not pass properly. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: blockage of the needle not allowing the monofilament to pass. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.